Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, following the intraocular lens (iol) implant procedure, lens displaying lens opacity approximately 12 months post surgery. The patient hasn't noticed any significant changes since their last review (12 months ago). Visual acuity was 6/7.5-1, pinholing to 6/6-1. The physician has recommended monitoring for now, with no explant planned at this stage. Additional information has been requested however no further information available.